Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time adjusted for daylight saving on its own. Tandem technical support advised customer that pump would not adjust for daylight saving on its own, however, customer did not acknowledge and declined further troubleshooting. There was no adverse impact to customer's blood glucose level.